Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number +(B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher comb was bent due to the gears not being properly aligned before use. There was no harm or delay reported and no additional skin graft was required. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. G2 foreign canada this medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit was confirmed to have a bent comb and could not perform the mesh test cut. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.